Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.

Event description:
It was reported that the intra-aortic balloon pump (iabp) was serviced by our engineer after removal from patient and he informed us the battery needs replacement. As for the rest of the service, all was well and nothing abnormal could be detected on the iabp.